Event description:
The anesthesiologist was using the system for approx 1 hour, then the system stopped working. The biomedical engineer tried to restart but it would not turn on. The system was changed out without incident.